Event description:
It was reported by the customer that the blade broke off during an unk procedure and it was found on the floor. It was unknown by the caller how the case was completed. Pt consequence not reported. One device to be returned for analysis.